Event description:
The clinic reported that a pt presented with increasing cylinder in the right eye (od) following an enhancement laser vision correction in the od eye performed on (B)(6) 2010. The pt was found to have a large area of epithelial ingrowth about 7mm at the nasal flap and extending along the flip edge which was causing corneal toxicity. The epithelial ingrowth was removed under the laser on (B)(6) 2011. The surgeon refloated the flap and cleaned both the stromal surface and the flap surface. Mitomycin c (0.02%) was applied with a corneal cellulose shield for 60 seconds followed by copious irrigation. The flap was repositioned with a bandage contact lens and zymexid applied.

Manufacturer narrative:
(B)(4) - no clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.